Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had several shocks. In clinic therapy was disabled by applying magnet. When removing the magnet again the patient received shocks again. After interrogation and reviewing the iegms it was decided to replace the lead. Via x-ray possible externalized conductors were suspected so the lead was explanted. Patient was in good condition after the surgery.